Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water solube lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also advise to maintain balloon deflation with negative pressure and to completely visualize the balloon endoscopically. The instructions for use contain the following info. "Recommended 100% balloon inflation pressure can be found on catheter tag of balloon dilator. "Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook quantum ttc esophageal balloon dilator. When the physician inflated the balloon with saline water to 18 mm, it was noted there was a visible leak where the balloon meets the catheter. See MDR 1037905-2014-00028. A second and third device were used from another lot number and the same results occurred. See prs 1037905-2014-00029 and 1037905-2014-00030. No section of the devices detached inside the endoscope or pt. A fourth device was used and the procedure was completed without further complications. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the reporter, the pt did not experience any adverse effects due to this occurrence.